Event description:
It was reported that the right atrial (ra) lead exhibited malfunction. The ra lead was capped and replaced on (B)(6) 2025. The patient's condition in unknown. No further information was provided.